Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed no damage to the battery compartment. The battery cap was not returned; a test battery cap fastened securely to maintain an electrical connection. The pump was exercised for 24 hours using the test cap with no power interruptions occurring. The pump¿s cover was removed and no evidence of internal moisture or damage was observed to the power printed circuit board. The allegation of an intermittent power issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.